Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information from uno legal litigation in reference to a trilogy evo with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, new or worsening asthma, inflammatory response, and other. There was no report of medical intervention. This device is not part of the recall. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.